Manufacturer narrative:
(B)(4). On an unreported date in the month prior to the receipt of the follow up information; extraneal therapy was withdrawn. On an unknown date, physioneal 2.5% therapy was withdrawn and on an unreported date in the same month as the receipt of the follow up information, physioneal 1.5% therapy was withdrawn. On an unknown date in the month prior to the receipt of the follow up information; physioneal 2.5% therapy was restarted, but was withdrawn on an unreported date in the following month. On an unreported date, the patient was discharged from the hospital (after admission for the peritonitis event as previously reported). The patient was recovered from the peritonitis event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient went to the emergency room and was hospitalized for the peritonitis event. The treatment for peritonitis was not reported. It was unknown if the patient was discharged from the hospital. The outcome of the peritonitis event was not reported. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.